Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, openings and crease flat. A microscopic analysis was performed which identify more than three puncture opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: more than three puncture opening on anterior due to surgical damage like.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker graded iii/IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.